Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to reported having a hyperglycemic event with blurred vision and dizziness on (B)(6) 2015, after their sensor patch fell off. The sensor was inserted in the abdomen on (B)(6) 2015. The patient stated that it fell off in the night around 1 am. The patient had a high of around 500 while sleeping. They stated that their non-dexcom pump may have malfunctioned. The patient drove themselves to the hospital. Patient was treated with insulin, potassium, and fluid. Patient was monitored until his symptoms subsided. The patient reported to be in good health. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The data was not provided for investigation and the device was not retuned for product evaluation; therefore, the reported poor patch adhesion cannot be confirmed. It should be noted that diabetes mellitus is a known cause of hyperglycemia which can lead to blurred vision and dizziness.. A root cause for the reported inaccuracy and events cannot be determined.